Event description:
The account reported an imx bhcg result of 802 miu/ml on a pt in 2001. The physician questioned the result two days later and the pt was redrawn yielding a result of 84,288 miu/ul. The sample from the previous test was then retested yielding a result of 64,372 miu/ml. The account states that all quality control was within range and no instrument flags or error codes were generated. No impact to pt management was reported.